Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request #(B)(4).

Event description:
Customer contacting ortho care to report their concern with the vision analyzer qc software allowing users to modify their qc settings without the analyzer giving an alert that changes were incorrect. Customer stated their qc was initially configured to always have qc enabled and tested using albaqc samples (qc1 and qc3) for aborh, antibody screen, and (datpos and datneg) for the dat test profiles with the expected results of aneg, bpos, a+b pos and a+b neg; antibody screen positive/negative and dat positive/negative. Antibody screen was to be done with qc1 and qc3. Dat was to be done with sample labeled dat neg and dat pos customer reports the following occurred: only qc1 and qc3 were tested, and site missed testing with qc1 where they missed anti- ab pos and neg and pos and neg for the d antigen. Customer made the assumption that edits to qc sample ids would not over ride what was established in qc set up.